Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and replaced the reagent probe a wash collar vacuum valve (solenoid valve) and hemilton 4 way valve to resolve the leak issue. No further leak and quality control failure was observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported fluid leaked from reagent cartridge reagent probe a on their unicel dxc 660i synchron access clinical system. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.